Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer had a blood glucose of 400 mg/dl. Customer treated with the pump. Customer also had some blood in the line of the infusion set.